Event description:
The initial reporter questioned positive results for multiple patient urine samples tested for online dat amphetamines ii (amphetamines ii) on a cobas c 503 analytical unit between (B)(6) 2025. The following is an example of discrepant results for 1 patient sample. The result from the c503 analyzer was 525 ng/ml. The sample was tested by liquid chromatography-mass spectrometry (lcms) and was negative for amphetamine.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). Several abnormal aspiration and sample short alarms were observed on the alarm trace data. There were multiple "abnormal cell blank" alarms. The field service engineer (fse) replaced a solenoid valve and tubing. The investigation is ongoing.